Event description:
It was reported that customer was hospitalized due high blood glucose. Blood glucose level at the time of the incident was 250 mg/dl. Customer current blood glucose level was 120 mg/dl. Customer declined troubleshoot. The pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.